Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 6fr sheath after a retrograde percutaneous transluminal angioplasty of a common femoral artery. Reportedly, there was ripping of the distal end of the starclose se sheath. The sheath completely split. The starclose clip was deployed and did not achieve hemostasis. The device was difficult to remove. There was no tissue damage. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split issue was confirmed based on the returned device condition. Difficulty deploying the clip appears to be related to the difficulty in splitting the sheath. The most probable cause for the difficult to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty splitting the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.